Event description:
Initial result for a patient hba1c was 3.9. When repeated, the results were 5.9 and 6.1. The incorrect result was not reported. The field service representative found the syringe tip was installed incorrectly and repaired the instrument by reinstalling the syringe tip.